Manufacturer narrative:
The reported event was unconfirmed. The device was returned for evaluation. Upon visual inspection the exterior of the sample and did not find any evidence of a failure that would support the reported event.. Per evaluation found catheters can be inflated without difficulty. The catheters were dissected, and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate through the drainage funnel wall. (B)(4).

Event description:
It was reported that, prior to insertion into the patient, the bardia foley catheter was inflated with sterile water to test the balloon. However, it was allegedly found that it did not inflate completely. Therefore, the catheter was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, prior to insertion into the patient, the bardia foley catheter was inflated with sterile water to test the balloon. However, it was allegedly found that it did not inflate completely. Therefore, the catheter was not used on the patient.